Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). Both sensors failed per spec. 1 of 2 sensors failed for low readings. 2nd sensor failed with cannula to be retraced to other side of sensor base with broken/damaged cannula. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm needle complaint due to cust did not return insertion needle only sensor.

Event description:
The customer's mother reported via phone call that the customer was having difficulty with sensor insertion, sensor errors, and bad sensor alerts. Blood glucose level at the time of the incident was 146 mg/dl. The customer's mother also reported that they had a sensor where the cannula came out through the top of the of the product and the needle was hard to remove. The caller was advised that the sensors would be replaced and agreed to return the products for analysis.